Event description:
It was reported that patient underwent a right total knee arthroplasty on (B)(6) 2001. Subsequently, patient was revised on (B)(6) 2015 due to wear of the polyethylene tibial bearing. The tibial bearing and locking bar were removed and replaced and the patella button was removed.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the likely root cause of the event was due to implant life expected wear.

Event description:
It was reported that patient underwent a right total knee arthroplasty on (B)(6) 2001. Subsequently, patient was revised on (B)(6) 2015 due to poly wear. The tibial bearing and locking bar were removed and replaced and the patella button was removed.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.